Event description:
Related MFR report number: 2017865-2024-33662. It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed an alert for low pacing impedance on the atrial lead and far oversensing resulting in inappropriate mode switch episodes on the atrial lead and implantable cardioverter defibrillator (ICD). No changes or interventions were reported. The patient condition was not known.